Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. The reported issue was replicated and confirmed when the iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. Based on the field evaluation, this reported event was not replicated/reproduced. The fse noted that the upper monopolar socket was defective. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was pressing the surgeon side console (ssc) pedals and could hear the tone but there was no response at the integrated electro surgical unit (iesu/erbe). The instrument and cables were already swapped for both bipolar and monopolar and ports were already swapped prior to the call. The reported issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to clean and reseat blue fiber cables and also check function with external foot pedals. The system logs showed homing error on the master tool manipulator-right (mtmr#2) axis 5. The procedure was completed with no report of patient injury.